Event description:
Complaint alleged that the unit was alarming. No injury reported.

Manufacturer narrative:
Technician found that the siderail would not go up or down. Locking mechanism on siderail on patient right leg was sticking and not locking. Adjusted the mechanism to resolve this issue. Bed found in patient care unit.